Event description:
Boston scientific received information that during the implant of an epicardial lead, this device was programmed for use of electrocautery. An inappropriate shock, however, was delivered when electrocautery was not being used. The device was checked, and telemetry was confirmed with the programmer. The programmer displayed a message indicating this device was in storage mode. The decision was made to explant and replace this device. There were no adverse patient effects reported.

Manufacturer narrative:
This device will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
To date, this device has not been received at boston scientific. Therefore; a complete detailed analysis can not be performed in order to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated and an amended report submitted should further information be provided. This is a final report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance. The device was archived at boston scientific.